Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. In addition to the et tube, the swivel valve connectors (both tracheal and bronchial connectors) were also returned. Everything was returned without its original packaging. The returned connectors were visually examined with and without magnification. Visual examination of the returned connectors revealed that they appear typical. Neither connector was broken. A device history record review was performed and no relevant findings were identified. The reported complaint could not be confirmed based upon the sample received. The returned swivel valve connectors were both intact, showing no signs of being broken. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that "the doctor found the connector almost broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the connector almost broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.